Manufacturer narrative:
Patient identifier - requested, not provided. Patient height: (B)(6) cm. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Expiration date - not yet provided. UDI - not yet provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - not yet provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. This report is for the first device the user facility reported. For the second device, see MDR 3013394970-2017-00642.

Event description:
The user facility reported the doctor wanted to close the puncture site with a 6 fr angio-seal. The patient admitted that he was trying to introduce the system in severe pain. The resistance was also higher than usual. It was tried again with a second angio-seal device. There was severe pain again. The procedure was broken off and the 6 fr introducer sheath was put back. When placing the introducer sheath, the patient complained no pain. The macroscopic examination of the angio-seal showed distortions at the distal end. The doctor has been using angio-seal for years. The patient had no arteriosclerotic changes in the area of the puncture site. Puncture and insertion of the introducer at the beginning of the procedure were completely trouble-free. Introducer was removed after 4 hours. There was minor harm to the patient. Additional information was received on december 7, 2017. The procedure was successful. Hemostasis was achieved by manual compression. The patient's height was reported to be (B)(6) cm.

Manufacturer narrative:
One 6 fr angio-sseal sts plus was returned for evaluation. One arteriotomy locator was returned mated with the hemostasis sheath. One carrier tube assembly was returned as well with bypass tube intact on the tip enclosing the anchor. There was a slight bend observed in the mid-section of the locator-sheath assembly tube. The plastic pouch was returned as well. The device was subject to microscopic examination to check for the alleged distortions but none were found. The blood inlet holes were aligned as intended no some dried blood like substances were visible but no obstructions could be seen. The locator was removed from the assembly to check for any damages, burrs or cracks and none were found. The device was mated again and an audible click was heard and the cap snapped on the hemostasis sheath as intended and stayed rigid and stable. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. However, based on the returned device, the complaint cannot be confirmed. The cause of patient pain is unknown and a relationship cannot be established with the usage of the angio-seal device.